Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found insufficient information. The communication from the o-arm to the stealth failed. After replacing the cat5 cable, the issue was resolved. Product event summary: o-arm not communicating with stealth. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the imaging system was not communicating with the navigation system. The issue discovered prior to surgery. "Oarm unable to verify from the oarm to the s7." It was mentioned that the site added a host name to the navigation system per the request of the hospital, but the network information "did not change on s7 of the oarm." It was updated that the network cable was bad, but that they were able to pull exams from pacs with the same cable. The cable was unable to communicate. Replacing resolved the issue. No patient present.